Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
After an implantation period of one month, it was reported that the patient underwent an ablation. The pacemaker was reprogrammed to voo mode with an output of 3.5 v but the pacemaker did not pace when needed. No adverse patient side effects have been reported.